Manufacturer narrative:
An internal investigation was performed following notification from a customer in malta that they were having difficulty performing a seeded study (prior to routine use) with aspergillus brasiliensis, a mold, using bact/alert fa plus aerobic culture bottles part 410851, lot 000410024. Biomérieux complaint investigation laboratory received one graph and one photo from the customer for the investigation. Investigation: the investigator first reviewed the batch history record. They did not discover any events that would have contributed to the root cause of false negative results. All statistical in process controls were within specifications and all quality control specifications passed for release of the product to customers the customer performed a seeded study for routine validation with aspergillus brasiliensis and obtained false negative results with four (4) fa plus culture bottles. No organism was detected by the instrument; however, an organism was present in the sample. The customer provided a photo of two out of four of the fa plus culture bottles showing a clear broth with a large fungal ball present in each bottle. The customer used fa plus, a clinical culture bottle type, to perform a seeded study with an organism that is not within the intended use claim of this clinical bottle type. The fa plus can be used for the detection/recovery of bacteria and yeast. The intended use claim for the fa plus culture bottle does not include the detection/recovery of bacteria and mold (e.g. Aspergillus brasiliensis). Biomérieux offers two other culture bottle types (ifa plus and ilym) that are for industry customers and have intended use claims to detect bacteria and mold (e.g. Aspergillus brasiliensis). The customer inspected the fa plus culture bottles after incubation and ¿fungal balls¿ of aspergillus brasiliensis in the bottles were visible to the naked eye, evidence of organism growth. The bottle sensors for the four bottles were yellow, also an indicator of positive growth. In crm, the customer is cherubino ltd, a distributor listed as an industry (market)/food (division) providing bact/alert culture bottles to industry customers. The graph provided, representing one of the false negative fa plus culture bottles, had a stamp that read "national blood transfusion service quality control lab" ¿ another indication of industry type of bact/alert culture bottle (ifa plus, and/or ilym designed for food products) especially if the intent of a seeded study validation requires the detection and recovery of aspergillus brasiliensis. A customer using an incorrect bact/alert culture bottle type is considered ¿off-label¿ use and will obtain undesired results for their validation (e.g. False negative). Labeling review: the investigator reviewed the instructions for use [IFU] for bact/alert® fa plus, bact/alert® ifa plus, and bact/alert® ilym culture bottle types. The recommended guidance is listed below: ¿ the IFU for bact/alert fa plus (clinical culture bottle) has no claims for molds (filamentous fungi) ¿ the IFU intended use for bact/alert ifa plus (industry bottle) states ¿bact/alert® ifa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of aerobic and facultative microorganisms (bacteria and fungi). The laboratory is responsible for validating the bact/alert® system and the culture bottles for their testing purposes.¿ ¿ the IFU intended use for bact/alert ilym (industry culture bottle specifically for food products) states ¿bact/alert® ilym culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of aerobic and facultative microorganisms (bacteria and fungi). The laboratory is responsible for validating the bact/alert® system and the culture bottles for their testing purposes.¿ ¿ the bact/alert 3d instrument has algorithms associated with culture bottle type and intended use (clinical or industry). ¿ in house testing with aspergillus brasiliensis bioball® performed as expected, ifa plus bottles were positive within 5 days at 32.5°c (meeting biomérieux¿s qc release criteria). Conclusion: there is no evidence of any bottle malfunction with the bact/alert fa plus culture bottle lots. Monitoring and detection methods for bottle defects associated with potential false negative results are part of the manufacturing and quality control processes for bact/alert culture bottles.

Event description:
Intended use: bact/alert® fa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic (bacteria and yeast) from blood and other normally sterile body fluids. Description of the problem: a customer in malta notified biomérieux of a false negative result with aspergillus brasiliensis in association with bact/alert fa plus (plastic) (ref. (B)(4), batch number 0004100024, expiration date 15-dec-2021). The customer stated that, during routine validation, they encountered four instances of fa plus inoculated with a. Brasiliensis that were not detected by the bact/alert. The customer indicated that the a. Brasiliensis colony is visible within the bottles. The bottle sensors are yellow, indicating a positive result. A photo provided by the customer shows clear broth with a large fungal ball present. The bottle graph has a slight steady upward trend between 2 and 5 days before stabilizing, but not enough to signal the threshold for a positive bottle. The graph also has a customer applied stamp that reads "national blood transfusion service quality control lab." This would indicate the customer is industry-specific, rather than clinical. In spite of this, they are using a clinical bottle type; fa plus rather than ifa plus. Global customer service (gcs) indicated that "certain species of penicillium, aspergillus, or other temperature sensitive molds may not grow, or may grow but do not produce sufficient co2 to be determined positive." There is a limitation in the fa plus bottle instructions for use (IFU) part number 043784-03 en 2020-02 that states: "it is possible that certain rare, fastidious microorganisms will not grow or may grow slowly in the bact/alert® fa plus culture bottle growth medium. In addition, on rare occasions, organisms may be encountered that grow in the bact/alert® fa plus culture bottle growth medium but do not produce sufficient carbon dioxide to be determined positive. If rare, fastidious organisms requiring specialized media and culture conditions are suspected, alternative methods or extended incubation time should be considered for recovery." In addition, the clinical bottle fa plus instructions for use (IFU) have no claim for molds (filamentous fungi). The industry bottle (ifa plus) uses a different algorithm to be able to detect slow growers such as molds. Despite several attempts, global customer service (gcs) didn¿t receive additional information from the customer. No information was provided regarding a the potential off-label use of the clinical fa plus bottle type. There is no indication or report from the laboratory that the false negative result led to any adverse event related to any patient's state of health. An investigation has been initiated.